Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of red(B)(4) showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient was admitted to the hospital at 10:15 on (B)(6) 2021 due to sigmoid colon cancer with liver and adrenal metastasis for more than 4 months, and the nurse gave the patient infusion therapy at 15:00 on (B)(6) 2021. , it was found that there was liquid leakage at the connection between the PICC pipeline and the decompression sleeve. The nurse on duty immediately stopped flushing the pipe and reported to the head nurse who, after evaluation, cut the leaking part of the pipeline and replaced it with a new decompression sleeve joint.